Event description:
The rptr stated that the end-user was driving up a ramp into his home, the end-user stated that the brakes did not engage and the wheelchair tipped over backwards. The rptr stated that there was no mention of any injuries.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacturer for eval.